Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that a neonatal spo2 probe was applied to a babe in the nicu and the babe developed a blister/burn (right wrist). The affected area healed in 2 weeks.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The unit was determined to be functioning as designed. Updated lot number to "k15her." Updated device manufacture date to " 08/19/2015."